Manufacturer narrative:
(B)(4). One companion sample was received for evaluation. The sample was visually inspected and no defects were observed. Functional testing, clear passage, and pressure testing were performed with satisfactory results. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a onelink extension set was unable to connect properly. It was stated that it does not screw in tight enough to get the syringe to inject. There was no report of patient injury or medical intervention associated with this event. No additional information is available.